Event description:
A surgeon reported that during an unspecified number of procedures, a system message displayed and iop (intraocular pressure) control was unable to be used. Each time the issue resolved after the product was replaced. There was no harm to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).